Event description:
The patient came into the hospital for a laparoscopic surgery. Received a call from operating room that the representative for the company brought in trial needles for the surgeon to use. While the surgeon was using the suture, the needle broke off in the patient in the abdominal wall. X-ray performed to confirm location. Unable to retrieve needle and would do mor e harm to retrieve the needle so it was left in the patient. Patient discharged home and disclosure occurred by surgeon to family. According to the surgeons' operative report, after looking multiple times, and could not find or palpate the needle, an x-ray was taken to confirm the needle was located in the right rectus muscle.